Manufacturer narrative:
Initial reporter phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not verify the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set shortly after starting treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.